Event description:
The patient has ischemic cardiomyopathy and congestive heart failure with a biventricular automatic implantable cardioverter defibrillator (aicd), which had reached its elective replacement indicator (eri). The patient initially had a dual-chamber pacemaker placed for severe bradycardia and complete heart block. His device was upgraded to a biventricular aicd 9 years later..has a medtronic sprint fidelis lead implanted prior to recall, which has been recalled because of the risk for lead fracture. Had an aicd generator change a few years later and the ventricular pacing lead was used as a pacing lead to circumvent the problems related to the malfunctioning sprint fidelis lead. Also had an atrial lead, which had very high threshold. Underwent laser lead extraction of the atrial lead and the aicd lead, and had replacement of the aicd generator.what was the original intended procedure?lead extraction and replacement of aicd generator.device #1is this a laboratory device or laboratory test?no.